Event description:
It was reported that the patient's implantable neurostimulator (ins) had a power on reset (por) which was successfully cleared. Reprogramming was also done. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3550-29, lot # n278807, implanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
Follow up information obtained reported that the cause of the power-on-reset (por) condition on the patient's ins was unknown. If additional information is received, a follow up report will be sent.